Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral salpingo oophorectomy due to sui and pop.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and obtryx were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/29/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic constipation and vagina atrophy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on abdominal sacrocolpopexy, exploratory laparatomy, cystoscopy, transobturator sling, suprapubic catheter training, cystocele and rectocele repair, hysterectomy total abdominal w/ bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced infection, organ perforation, fistulae, bleeding and other. (B)(6) 2009: cystourethroscopy and cystoscopy .it was reported that patient was referred on (B)(6) 2008 due to prolapse which was interfering with her ability to urinate and to have bm. Patient reported that she has had it for several weeks. Patient able to push it back, but it was giving her pain. Diagnosis after examination pelvic mass and prolapse of vaginal vault after hysterectomy. No additional information was provided.